Manufacturer narrative:
An event of blood pressure drop, aortic regurgitation, and that a leaflet of the valve was "on the wall of the left sinus valsalva which was covering the left coronary ostium" was reported. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cusp coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any evidence of valve anomaly that may impact valvular function, the reported event is consistent with a non-structural valve dysfunction. Non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. In this case there was no indication of inappropriate sizing, entrapment by suture, or stent deformation that could explain the observed intra-operative valvular dysfunction. Temporary distortion of the stent due to external forces following aortic closure where the stent is not permanently deformed may also potentially explain the observed intraoperative valvular dysfunction. However, since it is not possible to determine whether there was any temporary intra-operative stent deformation and none of the other potential causes for nsvd could be confirmed, the exact cause of the observed intra-operative valvular regurgitation cannot be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021, a 21 mm trifecta gt aortic valve was chosen for implant. After the trifecta valve was implanted, patient¿s circulation was stable for 4 to 5 minutes coming out of the first cardiopulmonary bypass. It was noted that this confirmed that no seams impeded the movement of the artificial valve leaflets. As the cardiopulmonary bypass was gradually remove, the venous cannula was removed, circulation collapsed within seconds, arterial blood pressure decreased significantly, and qrs on the electrocardiogram (ECG) significantly widened, and became a monophasic rhythm. Circulation was stabilized with the use of standard circulatory support agents (dopamine, noradrenaline) and fluids, which was required for left ventricular ischemia and significant dilation due to valve dysfunction. Significant aortic regurgitation was observed on transesophageal (tee) ultrasound. The cardiopulmonary bypass was restarted and a venous, aortocoronary bypass graft was sutured to the left anterior descending (lad) artery, the aorta was captured and reopened through the old aortotomy. When reopened, the artificial left coronary leaflet was open and rested on the wall of the left sinus valsalva, which covered the left coronary ostium. The leaflet was stuck open. The valve was removed and replaced with a non-abbott biological valve. It was also noted that the patient developed small and large circulatory stagnation which caused pulmonary edema during the procedure. The event caused significant delay which was reported to have caused multiorgan failure (kidney, liver, lung and pancreatic insufficiency). The patient was transferred to the intensive care unit (ICU) and passed away the night of the 2nd post-operative day.